Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer noticed that the autopulse li-ion battery (s/n 12269) did not power on the autopulse platform. The status leds on the battery illuminated 4 steady green lights, indicating that the battery was fully charged. No patient involvement.